Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4). During the maintenance of the rotaflow the error message "error-head" appeared when the rpm increased above 1000 rpm. Due to the circumstance that the error occurred during maintenance, no patient was involved.

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer: (B)(4). Contact person: (B)(6). The defective rotaflow drive was sent with RMA#: 34374 to the supplier em-tec to germany. According to em-tec service report#: (B)(4), following was found: the failure was reproducible. The ild on mc2 board was replaced. The rotaflow drive passed all tests. Thus the failure could be confirmed. The most probable root cause could be determined as mishandling. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.

Event description:
Internal reference: (B)(4).